Event description:
It was reported the device had keypad/display problems. No patient involvement or complications was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The reported keypad/display problems could not be confirmed.